Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the right ventricle was perforated, resulting in pericardial effusion. It was identified after the patient was observed to have pulseless electrical activity (pea) and was hypotensive. Cardiac tamponade developed, prompting pericardiocentesis. The effusion was resolved, but the patient's condition worsened over time. The patient deceased post-procedure.